Event description:
IV site was leaking, when IV catheter was removed. The majority of the catheter did not come out with the catheter hub. X-ray was done and revealed the majority of the catheter remaining in the sub q tissue around the IV site. Required surgical intervention for removal.